Event description:
It was reported that use during sudden cardiac arrest has been unsuccessful due to low capacity on the batteries. The units have stopped working during compressions. The unit has been taken out of service due to problems over longer period. No add'l info was provided.

Manufacturer narrative:
The autopulse device was returned to the MFR on (B)(4) 2011 and analyzed. Visual inspection was performed and it was observed that there was no damage to the external components of the device. The unit passed functional testing and final qa inspection. Review of the archive data indicated that the device had issued multiple user advisory messages including: ua02 (compression tracking error), ua03 (error communicating with battery controller), ua12 (lifeband not present), ua 13 (battery fault detected), ua17 (max motor on time exceeded during active operation), ua 18 (max take-up revolutions exceeded), ua 19 (max applied load exceeded), ua 44 (battery voltage too low during compressions) and ua 45 (not at "home" position after power-on/restart). While the system issued multiple user advisory messages, it is believed that the reported issues experienced by the customer were most likely due to inconsistent daily checks and poor adherence to the battery management program as customer was not performing daily system checks and battery swaps. It is also probable that low battery capacity originated due to inadequate charge of the batteries.